Event description:
Healthcare professional reported left side "capsule formation," ¿shape change in breast¿ "intracapsular contracture," rupture, and "implant can cause cancer." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The information associated with this report has been confirmed as a duplicate of mrn 9617229-2024-08181.

Event description:
The information associated with this report has been confirmed as a duplicate of mrn 9617229-2024-08181 and this report is no longer considered reportable to the FDA.

Manufacturer narrative:
Additional, changed, and/or corrected data. Updated device photo analysis: visual analysis of the photographs identified: visibility/palpability: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side ¿capsule formation¿ and ¿shape change in breast¿. Later, patient reported "intracapsular contracture" and "major intracapsular rupture in the left prosthesis". Also informed that they were told that ruptured implant can cause cancer. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ visibility/palpability-breast: unable to observe since it is not related to the device. ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ anxiety-product/procedure-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side "capsule formation," ¿shape change in breast¿ "intracapsular contracture," rupture, and "implant can cause cancer." The device has been explanted, replaced, and discarded.